Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated deformations of the inner coil close to the is-1 connector pin. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead. Further analysis revealed the presence of coagulated blood along the inner coil of the lead. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing threshold measurements. It looks like this lead may have pulled back during the recent change out. The physician performed a surgical intervention and this ra lead was explanted. A new lead was implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.